Manufacturer narrative:
The customer report of a maxzero leak when used with a bd 3ml syringe was not confirmed based on visual inspection and functional testing of the received set sample. No syringe(s) was received for evaluation. The as-received set sample was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection under magnification of the maxzero connector was also performed. No issue was observed. Functional testing was performed with no leaks observed. The maxzero connector was also measured to be within iso specification. The root cause of the customer's experience was not identified.

Event description:
It was reported that there have been leaks between 3ml syringes and tubing despite firmly tightening the connection. This results in nicu patients not receiving their full dose of medication. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age: neonate. Emdr 329776, 329777, and 329778 are for the same report.

Event description:
It was reported that there have been leaks between 3ml syringes and tubing despite firmly tightening the connection. This results in nicu patients not receiving their full does of medication.